Manufacturer narrative:
Correction: this event has been reassessed and the reportability has been determined to be a not a complaint. It was concluded that the device was not considered a contributory cause (not device related) additional information: g3, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: egia60amt egia 60 artic med thick sulu (lot# p3d0014) unknown signia egia adapter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the laparoscopic gastrectomy, the surgeon was able to press the green button but the stapler did not fire. The knife did not advance and there was possibility of pre-fire. The device jaws been fixated to the tissue. The jaws were opened and then release from the tissue as usual device operation. A new reload was used to resolve the issue. There was no patient injury.